Manufacturer narrative:
Concomitant medical products: product ID: 432-03, product type: lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced pain when breathing, nerve stimulation and diaphragmatic stimulations. The right ventricular (rv) lead exhibited micro dislodgement. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.